Event description:
It was reported that during a da vinci-assisted surgical procedure, error 48245 was observed. The lamp turned off and the customer was unable to turn it back on. The customer tried to press the open button with no success, and the system reported error 48245 again. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome, or injury. On 07-sep-2020, intuitive surgical received a user report from nmpa online ae reporting system and additional information was obtained: during a da vinci-assisted mediastinotomy, the illuminator was noted to be burnt, and the endoscope could not be illuminated. The surgeon could not continue the procedure. The procedure was converted, and there was a procedure delay due to the reported issue. The procedure was converted to laparoscopic surgery with no report of patient harm, adverse outcome, or injury. The converted procedure was completed.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed during field evaluation. The circuit board inside the illuminator was burnt. The illuminator was replaced. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. A visual inspection was performed. The printed circuit assembly (pca) board and plate were burnt. The root cause was attributed to component failure.